Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in dec 2011. The device was evaluated. Temperature verification testing passed. The device passed rite (returned instrument test evaluation) electrical testing, but failed rite functional testing as fluid was transferred above specification limits. A check of the pneumatic system identified a leak in the right disposable. The leak was isolated to the door assembly. Further inspection of the door assembly revealed deteriorated piston foam and a cracked door piston. A device history record review was completed and no issues related to the discovered condition were noted during the manufacture of this device. The cause of the volumetric accuracy issue was determined to be deteriorated piston foam and a cracked door piston. The piston foam and door piston were scrapped, and the device was sent for servicing. A CAPA was initiated to investigate the issue. Should additional relevant information become available, a follow-up report will be submitted.